Manufacturer narrative:
Physio-control has performed numerous attempts to follow up with the customer regarding the reported issue but no response appears to be forthcoming.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance.

Event description:
The customer contacted physio-control to report that their device was failing the user test, and the service indicator was illuminated with an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.